Manufacturer narrative:
Investigation summary: five photos and one sample was provided to our quality team for investigation. After visual inspection, it was observed that the membrane was missing and never assembled onto the connector body, therefore the system was open and leaked when used. A device history review was performed for lot 2204202, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation, no damage or defects were observed and all membranes were verified to be properly assembled. Assembly of the membrane is performed manually. A detection system is used to verify the proper welding and location of the membrane. All quality records verify the inspections were performed according to procedure. While we cannot identify a direct issue, it was determined this incident is due to the operator not properly welding the membrane onto the connector body and the detection system also not identifying/rejecting the impacted piece. A project was initiated to further address this issue and prevent any reoccurrence.

Event description:
It was reported that the bd phaseal¿ l connector c90j membrane was missing, causing saline to leak out during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about a missing membrane of l-connector. The customer reported as follows: during preparation, the hcp spiked a saline bag with l-connector and drew saline. The hcp then saw the saline leaking. When checking the product, the hcp found that there was no membrane on the l-connector. The membrane was not found in the package."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ l connector c90j membrane was missing, causing saline to leak out during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about a missing membrane of l-connector. The customer reported as follows: during preparation, the hcp spiked a saline bag with l-connector and drew saline. The hcp then saw the saline leaking. When checking the product, the hcp found that there was no membrane on the l-connector. The membrane was not found in the package."